Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted.

Event description:
It was reported that the head rest on the stretcher collapsed. Director of hyperbaric stated that the latch on the back of the (B)(4) bed, the right side has worn down and since it is worn down the clicking mechanism did not fully engage. So, when patient laid back it disengaged and crushed the care givers thumb.

Manufacturer narrative:
The reported unit was not made available for evaluation. Several attempts were made to evaluate the stretcher plate as well as to obtain more event details and caregivers outcome. Customer did not specify the associated serial number of the reported unit. Sechrist records show that customers stretcher plates are all well beyond the one year warranty period. On january 10, 2018 sechrist received a purchase order from the customer requesting a purchase of four new stretcher plates. The order was shipped out to customer on february 06, 2018.